Event description:
It was reported that a (B)(6) female who underwent a breast augmentation primary with a mentor memorygel, 200cc silicone breast implant experienced right-sided capsular contracture grade IV, and implant rupture postoperatively. The issue was diagnosed through physical examination. As a result, patient scheduled for bilateral removal on (B)(6) 2022.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, cap con IV. Manufacturer¿s reference number: (B)(4).